Manufacturer narrative:
(B)(4); the local area field representative was contacted for additional information. At this time, no further information is available and records indicate this device remains in service. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited decreased r-wave measurements. Premature ventricular contractions (pvc) were double counted and resulted in an inappropriate shock. Reprogramming the vector was discussed. No adverse patient effects were reported.